Manufacturer narrative:
Analysis of programming/device diagnostic history performed.

Event description:
During a review of the patient's programming history, it was noted that a faulted system diagnostic test was performed on (B)(6) 2012. As no final interrogation was performed after this test and no additional programming information is available, it is unknown if the patient's settings were affected by this test. Attempts will be made to obtain more programming history and check the patient's settings.

Event description:
Further review of the programming history revealed that the patient's device settings were not impacted by the faulted diagnostic test.

Manufacturer narrative:
Review of programming history.